Event description:
The customer reported that the patient was intubated with the tube on (B)(6) 2014 and the staff discovered a leak in the cuff several hours later. The customer reported a tear was observed in the cuff. The customer reported that extubation and reintubation of a replacement tube was required. The customer reported the tube was replaced without further incident to the patient.

Manufacturer narrative:
(B)(4). The sample is currently in transit to the manufacturing site for analysis. A summary of the results will be provided in a supplemental report.